Event description:
This report was received from global pharmacovigilance. This is a spontaneous nurse report from the USA of peritonitis coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (dosages, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse stated that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was unknown. In (B)(6) 2011, a peritoneal effluent culture was performed. The result of the culture was unknown. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, the patient was readmitted to the hospital because he fell and was weak. Treatment information and action taken with dianeal therapies were not reported. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The outcomes for the events of fell and weak were not reported. The nurse stated that the event of peritonitis was not related to dianeal therapy. An opinion of causality was not reported for the events of fell and weak.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. A batch review was conducted for potentially associated lot numbers gd879908, gd881466. There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.